Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male patient of unknown ethnicity noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the sterile sleeve was very difficult to pull back and required a lot of force. The physician was unable to pull the sleeve back all the way. No patient harm was reported.

Manufacturer narrative:
The investigation for product damage was complete. The pump was returned for investigation. There was no abnormalities found with the pump. The sterile sleeve and the tuhoy were able to move along the catheter just as they should and no force was required. Clinical mentions a record of difficulty moving pump which could not be reproduced during the investigation. The root cause was that the user was not using the correct technique to move the reposition sheath.